Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported a few very small air bubbles in the cartridge. The patient confirmed that she uses room temperature insulin to fill the cartridge. There is no further information available at this time.